Event description:
It was reported the ECG (electrocardiogram) is noisy despite changing cables. It was also reported the connector may be loose/broken and the back door is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l rf (radio frequency) head, product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector on a printed circuit board assembly is loose. Analysis also found broken tabs on power cord bay door.

Event description:
It was reported the ECG (electrocardiogram) is noisy despite changing cables. It was also reported the connector may be loose/broken and the back door is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.